Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the leads were connected to the implantable cardioverter defibrillator (ICD) and it was put into the pouch, the program control test found that the ICD did not pace at times. The physician thought that the ICD may be defective so the ICD was explanted and replaced with a new one. The tests were normal after the new ICD was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.